Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, device interrogation revealed that the device battery status was elective replacement indicator eri. A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to a compromised low-voltage capacitor, which resulted in a high current condition.

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.

Event description:
Boston scientific received information that this device was explanted and returned for analysis. Initial laboratory testing performed by our post market quality assurance laboratory found that the device did not meet the labeled longevity calculation. The device was included in the shortened replacement window advisory. No adverse patient effects were reported.